Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Patient said they don't use their ins much. They also said they lost a lot of weight and will need to see a new healthcare provider (hcp) for the device. The patient's ins fell out again and they had to "tuck it up". The patient said the device is very loose in their body because they lost so much weight. They also noted that they used to weight "(B)(6) something" and the device has been moving around there so bad in their back side. No further patient complications have been reported as a result of this event.